Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapler misfired. It did not eject enough staples to close the anastomotic site. After removal of the stapler, there was a hole at the site that required the surgeon to revised the resection of the sigmoid colon. New stapler was used and surgery was completed without further incident.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.